Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where infusion set cannula was not inserted correctly into the body like the needle was. Patient reported the cannula was 'pushed back'. The site of insertion was hip. Issue was observed within three hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.